Event description:
During baxter's device investigation for an unrelated complaint, the device experienced a door not fully latched alarm. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device in question. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.